Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions noted at 7.5- 8.0cm, 7.6-8.1cm, 7.6-8.2cm, and 15.5-16.2cm from distal tip, consistent with lead friction to another device. External insulation abrasions at 45.5-46.4cm and 47.6-48.1cm from distal tip, consistent with lead friction to ICD can. Etfe coating was intact at these locations. Internal insulation abrasion found at 31.7-32.6cm from distal tip. Internal insulation abrasion under the rv shock coil was found at 5.7-6.1cm from distal tip. Internal insulation abrasions under the svc shock coil noted at 22.5-23.2cm and 24.5-25.0 cm from distal tip. Etfe coating intact at these locations.

Event description:
It was reported that the lead was explanted and replaced due to noise.